Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a low alert does not vibrate in the cgm app occurred. Data was provided for investigation. The problem was not confirmed. The probable cause could not be determined post investigation as the allegation was not found. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.